Event description:
It was reported that during a turbt procedure on (B)(6) 2025, the urologist was using blue light to take tissue samples to confirm if the patient required a cystectomy or not. The urologist resected using white light but was not able to use the blue light technology to confirm he had removed all of the cis (carcinoma in situ). He did try to get a biopsy where he thought he saw the illumination as the light worked the first time, he active the blue light but didn't for the additional attempts. After he biopsied, he went on to resect the bladder.

Manufacturer narrative:
The device was returned to our canadian facility, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation findings by the manufacturing site: during the manufacturer's technical inspection, the error description provided by the customer: "complaint filed mid case when the pdd mode was activated, the light was not bright enough to illuminate the cystview. It illuminated at the beginning of the case in pdd mode so everything had been in the correct setting with the correct equipment. During the case, rep plugged into the second scb port and cycled the power to rule out a failed connection. It still was dark in pdd mode and working in white light mode" could be confirmed. The malfunction was caused by a fault on the motherboard, which was replaced. The cause of the failure is a component failure. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. E.g. IFU 96206054d version 4.0 contains the following note on page 15, section 5.7.1 use: "the device is intended for use in hospitals and doctors' offices. The technical data and ambient conditions are described in the instruction manual. It is the user's responsibility to make sure the device is safe and operates properly before using it. During treatment using the d-light c, the patient must be treated and kept under observation with the usual medical care. This includes keeping a check on the progress of treatment, as well as monitoring the vital levels and the anesthetic." The complaint history did not reveal any pickup in similar complaints; no trend was identified. This event is filed under internal complaint ID (B)(4).